Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID 6947m-55 lead implanted: 2014-(B)(6). (B)(4)

Event description:
It was reported that the right ventricular (rv) lead had elevated thresholds. The rv lead was repositioned and remains in use. It was further reported that the atrial lead showed no capture on the electrogram and telemetry. The only sensing appeared to be far field r-wave (ffrw) oversensing. The lead was repositioned multiple times with similar results. The physician felt that the patient had no atrial activity so the device was programmed to pace the ventricle only. The atrial lead remains implanted. It was noted that the patient is pacemaker dependent. No patient complications have been reported as a result of this event.